Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to dislocation of the lens. The lens was replaced with a 3 piece lens, model and type unknown. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was received already cut in half, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis toric acrylic 1-piece intraocular lens. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The complaint related test is the dimensional inspection performed at lens generation. The results show all dimensions are within specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. Iol dislocation is listed as potential adverse events during or following cataract surgery. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.